Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation surgery there was some resistance when inserting the electrode so an extended round window niche had to be drilled. The pedal of the drill below the surgical table got stuck inadvertently and didn_t function properly. When the drill was pulled from the border of the round window in order to investigate the malfunction, the drill started to function inadvertently and pulled the electrode that was put aside. The electrode got tangled around the drill. In situ measurements show affected channels.

Event description:
During implantation surgery there was some resistance when inserting the electrode so an extended round window niche had to be drilled. The pedal of the drill below the surgical table got stuck inadvertently and didn_t function properly. When the drill was pulled from the border of the round window in order to investigate the malfunction, the drill started to function inadvertently and pulled the electrode that was put aside. The electrode got tangled around the drill. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: during device investigation mechanical damage to the active electrode was found. Reportedly, the active electrode was inadvertently damaged with a drill during implantation surgery. The problems described in the recipient report seem to match the damage found. This is a final report.